Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported issue could not be reproduced. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the pyxis medstation es system, the device did not communicate. A customer reported that a user was unable to dispense medication due to the malfunction. There were no adverse events or injuries reported based on this event.